Manufacturer narrative:
.

Event description:
Dr tried shaping the wire prior to insertion but the wire would not take the intended shape. It took on a secondary "s" curve shape. Rep was here and took pictures. Another wire was used from the same lot number and worked fine. Pt was not affected.